Event description:
The surgeon reported the system automatically shut down and restarted during a procedure. Additional information stated the fluid ran out on the system. The system displayed a red screen during surgery. Additional information has been requested on the event and patient's status.

Manufacturer narrative:
The company service representative examined the system and found the infusion tubing was defective and may have contributed to the leaking cassettes. The footswitch and the supervisor were replaced and sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)